Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A charge of the unit was attempted and it failed to charge and boot. The receiver data log was attempted to download, however failed. A global receiver test could not be performed. The receiver case was opened for an interior inspection, and passed. A finding related to the complaint in troubleshooting was verified as defective rx main pcba u5. The complaint was confirmed for receiver overheating due to defective receiver pcba u5 (getting hot). The root cause was determined to be a defective receiver main pcba u5.